Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "there was a patient with an administration set with a small crack in the micron filter on the side with the down arrow, near the connection where filter meets tubing." Device operator was a registered nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00007.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 09/15/2021. Visual inspection confirmed that a small crack was noticed right near the end of the micron filter. When the infusion was started, drug had dried into the crack. The reported issue was confirmed. Please note: for the investigation finding code: the preferred term can be: problems caused by broken material or crack on the product. Another preferred term can be: reported problem is confirmed during investigation.